Manufacturer narrative:
We have not completed our investigation of this event. Upon completion, we will submit a follow-up emdr report.

Event description:
On (B)(6) 2025, a patient underwent an upper abdominal CT scan. During the procedure, the patient sustained an abrasion and contusion with bleeding on the left hand near the thumb, caused by compression between the scanning bed and the gantry frame. Because the patient had communication difficulties and left-side paralysis, no further injuries were identified at that time. Two days later, on (B)(6) 2025, swelling of the left arm was observed. An x-ray confirmed a surgical neck fracture of the left humerus. It was later determined that the injury occurred when the patient¿s left arm slipped off the table during the scan and came into contact with the device cover as the table moved. No restraints or arm boards had been used during the procedure. Following the injury, the patient was transferred to a higher level of care and received medical treatment. The hospital declined to provide details regarding follow-up, medical history, or the specific level of care provided. Although further treatment is not possible due to underlying conditions, the patient is expected to make a full recovery. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported complaint involving a patient who sustained an injury on a brilliance ict system. The investigation determined that the injury resulted from the user not following the instructions for use (IFU), which require continuous patient observation during table and gantry movements. The investigation concluded that during patient positioning, the operator did not recognize that the patient¿s arm was extended outside the scan area because both the body and arm were covered by a blanket, preventing detection of the potential collision. Additionally, the patient strap was not used to secure the patient, which was a critical omission given the patients limb amputation and limited mobility. A review of the system log files confirmed that no errors or warnings were generated during the scan, and no device nonconformity was found to have caused or contributed to the event. The IFU contains multiple warnings instructing users to continuously observe the patient and ensure secure positioning to prevent collisions, including: 1. During all movements of the patient table, take care to observe the patient and the table in order to prevent any collisions between the patient and the gantry covers. 2. Make sure the patient is strapped securely to avoid dangling of the hands. Ensure that the patient is placed securely on the patient table. The investigation confirmed that the event was caused by user error and failure to follow the IFU, rather than a device malfunction. The codes were updated based on the investigation outcome. Device problem code was corrected.